Event description:
Volumetric pump allegedly pumped air into pt. No reported pt injury. Report received reads: empty bag circuit and air detection circuit allegedly did not function causing the volumetric to pump air to the pt. Empty bag contact was still sealed.